Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 17sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator powered off while in use on a patient. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Additional information was received that the customers biomed department troubleshot the device and found the power cord to be faulty. The power cord was replaced.